Event description:
Bard PICC line powerpicc tps styley, 3cg/4g my complications included: severe pain and discomfort collapse and dislodgement of the catheter vascular scarring and vessel injury loss of access for essential electrolytes, antibiotics, and opioid pain control additional medical problems that developed after the device failure.